Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 473mg/dl, and her blood glucose was treated with an insulin drip and manual injections. The customer experienced nausea, vomiting, abdominal pain, ketones, and fruity breathe. Troubleshooting was performed. Assisted the mother to run a manual prime test and the insulin did exit. Advised the customer to change the entire infusion set and reservoir. The caller did not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.